Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited high impedance and high thresholds due to clavicular crush. The lead was capped and replaced.